Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient was reportedly cardioverted but was unable to remember if he was wearing the lifevest at the time of the cardioversion. The root cause for the open resistor could not be positively identified. The patient may have been wearing the lifevest while being cardioverted. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the patient was experiencing gong alarms.